Event description:
The user facility reported a male patient on an impella pump for support due to acute myocardial infarction. During insertion, the purge cassette was inserted but not recognised. The aic displayed the following alarm: "purge fluid not recognised". Neither the cassette nor the purge line were flushed. The purge cassette was replaced and the procedure continued. The pump was flushed and implanted without any problems. The patient suffered no harm.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6a and d6b: omit the implant and explant date, this device is not implanted. The dates were entered in error.

Manufacturer narrative:
The following sections have been updated: b4, d4 catalog number, d9 device return date, g3, g6, h2, h11. MFR report #1220648-2026-01891 is related to this report.

Manufacturer narrative:
B3, date of event, has been updated to 23 jan 2026. H6, medical device problem code: a1414, priming problem, has been added.